Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a maverick 2 balloon catheter in two pieces. There was contrast in the inflation lumen and blood in the guidewire lumen. The balloon was tightly folded. The shaft and hypotube were microscopically and visually examined. There were numerous kinks throughout the shaft. There was a complete hypotube separation 68cm from the strain relief. The hypotube fracture surfaces were ovaled, which suggests the device was kinked prior to separation. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other damage or issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. A 2.00mmx15mm maverick²¿ balloon catheter was selected to treat the lesion. However, during procedure, it was noted that the balloon shaft was fractured outside the patient's body. No patient complications were reported.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that shaft break occurred. A 2.00mmx15mm maverick²" balloon catheter was selected to treat the lesion. However, during procedure, it was noted that the balloon shaft was fractured outside the patient's body. No patient complications were reported.